Event description:
Customer reported unexpected negative reactions on a patient sample tested on the echo. This sample had an anti-k detected in tube using liss. No transfusion reactions were reported as a result of this negative result.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen(3), lot r037 used by the customer at the time of the event. The customer did not return product or sample for investigation testing.